Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. (B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two related complaints. Refer to manufacturer report # 3005099803-2010-02184 the other associated device information. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat foot switch had issues delivering energy on (B)(6), 2010 (it is unknown if there was a patient or procedure involved in this incident). According to an initial report received on (B)(6), the complainant suspected that the endostat foot switch was faulty and needed repair. Attempts to obtain additional information from this complainant source were unsuccessful. On (B)(6), an additional report was received from a different complainant at the same facility who suspected that it was the endostat ii electrosurgical unit which was faulty; this complainant could not get consistent output from the unit. Any tests that this complainant conducted on the foot switch revealed no issues. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.